Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in united states. It was reported that patient experienced signs of parkinsonism event, as the customer stated that he had cervical dystonia, shaking, leg weakness and worsening balance. No further information is available.